Event description:
Dr reported that an implant failed to integrate.

Manufacturer narrative:
No observable defects could be found with the component itself. Measurements taken met design requirements. A review of the product's lot history was completed and was found to be acceptable per release criteria.